Event description:
Approx 10:30 p.m., cna's informed the charge nurse that the resident vomited. Formula was observed coming out of resident's mouth and nose. The pump was alarming for occlusion and the 1000cc bag hung at 6:30 pm was almost empty and the pump infusion rate was 295 cc/hr from 50 cc/hr; cause of infusion rate change was unknown. The pump was immediately turned off and disconnected. The resident was turned on their left side and assessed. The nursing supervisor was notified. The resident was suctioned, vital signs stable. The physician was notified. The resident vomited again and was transferred to the nearest emergency room for evaluation. All staff on duty denied changing the infusion rate. No other persons were seen entering or exiting the resident's room except staff on duty.